Manufacturer narrative:
It was reported a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade which was treated with a pericardiocentesis and prolonged hospitalization. It was reported transseptal puncture was performed with baylis- versacross rf wire and steerable sheath and ablation was performed with no evidence of steam pop. A pericardial effusion was discovered and confirmed with intracardiac echocardiography (ice) imaging at the end of the case, before pulling the soundstar catheter out of the patient. After discovering the pericardial effusion and after the patient woke up, the patient complained of chest pain. Medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was admitted to intensive care unit (ICU) overnight for monitoring and the patient was reported to have fully recovered (no residual effects). Device evaluation details: on 28-nov-2023, the device was returned to biosense webster inc (bwi) for evaluation. The evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. Physician concluded that the pericardial effusion happened mid-procedure from catheter manipulation as the cause. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade which was treated with a pericardiocentesis and prolonged hospitalization. It was reported transseptal puncture was performed with baylis- versacross rf wire and steerable sheath and ablation was performed with no evidence of steam pop. A pericardial effusion was discovered and confirmed with intracardiac echocardiography (ice) imaging at the end of the case, before pulling the soundstar catheter out of the patient. After discovering the pericardial effusion and after the patient woke up, the patient complained of chest pain. Medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was admitted to intensive care unit (ICU) overnight for monitoring and the patient was reported to have fully recovered (no residual effects). Physician concluded that the pericardial effusion happened mid-procedure from catheter manipulation as the cause. Correct settings were utilized, and no error messages observed on the equipment.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).